Event description:
Same case as MDR ID# 2134265-2012-01836, 2134265-2012-01837, 2134265-2012-01838. (B)(4) clinical trial. It was reported post a percutaneous coronary intervention with stent implantation myocardial infarction (mi) occurred. The subject presented due to stable angina (ccs classification-1) and was referred for cardiac catheterization. The target lesion was located in the proximal lad (left anterior descending artery) and was described as 10mm long, with a vessel diameter of 3 mm and 90% stenosis. The lesion was treated with pre-dilatation and deployment of two overlapping 3.00 x 24 mm and 3.50 x 12 mm promus element stents. Following post dilatation, residual stenosis was 0%. The second target lesion located in the distal lcx (left circumflex artery) and was described as 6mm long, with a vessel diameter of 2.25mm and 90% stenosis. The lesion was treated with pre-dilatation and placement of a 2.25x16mm promus element stent. Following post dilatation, residual stenosis was 0%. The third target lesion located in the first ob marginal (obtuse marginal) and was described as 8mm long, with a vessel diameter of 2.5mm and 90% stenosis. The lesion was treated with direct stenting with a 2.75x20mm promus element stent. Following post dilatation, residual stenosis was 0%. One day following index procedure, elevated troponin values were observed in the post procedure lab results and an mi was reported. The patient did not experience any ischemic symptoms. No action was taken to treat this event that was considered resolved without residual effect and the subject was discharged on aspirin and clopidogrel on the same day.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).